Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the white tissue pad and the black tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pads, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pads without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pads to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the white tissue pad melted. Changed to another one but the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to the third one to complete the procedure. No adverse event on the patient. Two devices will be returning.